Manufacturer narrative:
The lot number was provided for the single malfunction; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7564 conquest pta dilatation catheter allegedly experienced material rupture and retraction problems. This information was received from one source. The device was used on the patient, with no injury to the patient. Patient age, weight, and gender were not provided.